Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) that reached normal battery depletion. It was also reported the impedances were not in range. The site answered a query that the plot was not used and therefore entered "no" as an answer if all impedances were in range. The site confirmed all impedances were not in range. It was unknown what factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. A system modification occurred (the ins was replaced on (B)(6)2016 due to normal battery depletion) and it was unknown if the issue was resolved at the time of the report.